Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 311 mg/dl at the time of the incident. Customer reported that the air bubbles at the bottom of the reservoir and the air bubbles had approximate size of tear drop. It was reported that the top of the reservoir was wet and also had high blood glucose. The customer that they had leak at the o-rings. The customer was advised to monitor the pump. The reservoir will not be returned for analysis.